Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, psychological disorder, xerostomia, swelling, abscess, bleeding, inflammation.